Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that this device was installed by the customer in may 2011 and performed to specification, alongside random manual power ons, up to the (B)(6) 2015. The pad-pak was removed on three occasions during this time. Multiple manual power ups mainly of 10 minutes duration were observed in the device memory between the (B)(6) 2015. Investigation found the reported fault may be attributed to membrane failure. The ten minute time outs recorded would suggest a failing membrane. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.